Manufacturer narrative:
This medwatch report is for the coaguchek xs system used. (B)(6). Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 2.6 inr/2.0 inr; 3.9 inr/5.6 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.